Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of cypher sirolmus drug-eluting stents distributed in the united states. The device is available for testing and evaluation, but has not been received yet by the manufacturer. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, during pci with a 2.5x23mm cypher stent, the balloon would not inflated and contrast leakage was observed. During removal of the device, the stent dislodged and the hub separated. A snare was used to retrieve the hub and the dislodged stent was deployed in an unintended location. Pci was being performed on a 99% de novo lesion in the left main to distal left circumflex with moderate tortuosity. The lesion was diffuse and moderately calcified. A micro catheter (finecross) was used to deliver the guide wire (ht advance) and then pre-dilation was conducted using a 2.5x15mm balloon (bp22)from the distal end. Then a 2.5x23mm cypher was delivered to the target lesion, but became stuck at the ostium of the left circumflex. Therefore in order to conduct 5 in 7 technique, the cypher was withdrawn from the patient once and a 5f guiding catheter (heartrail st) was inserted into the 7f guiding catheter and the cypher was redelivered. The cypher was inflated at the target lesion, but would not inflate at all and contrast medium was observed from the distal end. Therefore, the physician decided to retrieve the cypher, but felt the stent dislodging off the balloon while retrieving it into the guiding catheter. Therefore, the hub was cut off from the sds and the 5f guidewire was removed and a snare was placed over the cypher's sds. The physician tried to hold the stent with the snare, but because the proximal end was flared, he couldn't. Therefore, the shaft was caught with the snare and while the sds was being retrieved, the shaft broke at around the guide wire exit port. By this time, the stent had dislodged. The proximal shaft was retrieved and then to retrieve the distal shaft, the snare was used to retrieve the remaining sds from the patient. Then the physician delivered a guidewire (runthrough) into the dislodged stent, and the stent was dilated a little proximal from the intended lesion with a 2.0x15mm balloon catheter (voyager). Then a 3.0x20mm taxus stent was delivered and deployed proximal to the implanted cypher. The lesion distal to the cypher was not treated. There was no patient injury reported. The product was clinically used and the sds will be returned for analysis. Additional information received indicated that the device appeared normal before the procedure and probably prepped normally. Further details of the procedure were unknown including the type of contrast and ratio of contrast used in the procedure.